Event description:
Revision surgery - due to an apparent baseplate failure of the central screw; all four peripheral screws were intact. The surgeon removed all of the implants except for the modular stem and revised to another reverse shoulder prosthesis (rsp) as planned.

Manufacturer narrative:
The reason for this revision surgery was there was a fracture of a reverse shoulder prosthesis (rsp) glenoid baseplate (508-32-104) central 6.5 mm screw after 5 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) showed no non-conforming material reports associated with this product. (B)(4).